Event description:
Customer reported a pt sample containing anti-e did not react with 0.8% resolve panel a lot vra 102. Sample reacted 1+ with 0.8% selectogen lot vs105. The customer followed their procedures for compatibility testing and a crossmatch was performed using the gel method. Following compatible crossmatch, a unit of packed rbcs was transfused. Pt had a hemolytic transfusion reaction; elevated bilirubin, hematuria. A reference lab later identified anti-e in the pt's pre-transfusion sample using tube-peg method. Ocd's med dir has classified this event as a serious injury. Pt did not require extensive treatment such as dialysis. Pt is now stable. This report corresponds to co.